Event description:
It was reported that during a stenting treatment procedure, withdrawal resistance occurred. The target lesion was located in the superior mesenteric artery. A 4.0x16mmx150cm express sd renal biliary stent delivery system was advanced and the stent was deployed in the target lesion. While removing the stent delivery system, significant resistance was encountered when pulling it into the guide catheter. The entire system was removed as a unit. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure, withdrawal resistance occurred. The target lesion was located in the superior mesenteric artery. A 4.0x16mmx150cm express sd renalbiliary stent delivery system was advanced and the stent was deployed in the target lesion. While removing the stent delivery system, significant resistance was encountered when pulling it into the guide catheter. The entire system was removed as a unit. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd stent delivery system (sds). There was blood and contrast in the guide wire lumen. The balloon was in a deflated state. There were stent strut impressions between the markerbands. The distal end of the balloon was bunched/damaged. The condition of the balloon prevented functional testing with a guide catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).